Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the endoscopic image became pixilated one hour after an unspecified procedure started. The user replaced the subject device with a similar device and completed the procedure. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) investigated the subject device. However, omsc could not reproduce the reported phenomenon. The device history record indicates that the subject device has been shipped in conformity to the specifications. The exact cause of the reported event could not be conclusively determined. However, there is a possibility that this phenomenon is attributed to the broken electrical component in the video circuit board. Omsc surmised that overcurrent was accidentally applied to the video circuit board or the video circuit board was degraded with age. There were no further details provided. If significant additional information is received, this report will be supplemented.